Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen issue. The customer reported that the device was giving a "bad touch". The customer was provided with the part numbers for a replacement touchscreen and bezel. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the touchscreen and front bezel were replaced, and the issue was resolved. The device was returned to service.